Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. The field service engineer (fse) evaluated the device on-site, and performed the nbp calibration which the device completed successfully and returned the device to full functionality. The device remains at the customer site, requiring no further evaluation. The fse performed the nbp calibration to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the heartstart mrx monitor/defibrillator indicating that the functional verification failed. There was no patient involvement.